Event description:
It was reported that the defibrillator dependent patient had infection and septic shock. Whole system including implantable cardiac defibrillator, the right atrial lead, the right ventricular lead, and the left ventricular lead were explanted. Temporary pacing system was implanted. The patient would continue to be monitored.

Manufacturer narrative:
Correction: date of event along with therapy dates should have been (B)(6) 2017.

Event description:
New information noted that the patient presented to the hospital after experiencing lightheadedness, dizziness with palpitation, and mild chest pressure followed by substernal ICD (implantable cardioverter defibrillator) shocks. Upon interrogation, the shocks were appropriate to convert ventricular tachycardia. On (B)(6) 2017, subsequent blood cultures demonstrated mssa bactermia. On (B)(6) 2017, it was noted with vegetation on one of the leads and endocarditis on the ICD wire in the right atrium. The system explant procedure on (B)(6) 2017 was successful; however, the patient continued to experience dyspnea and septic shock. Later, the patient was transferred to hospice.